Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the atrial lead got stuck as delivering out of sheath. After removing it was noticed the helix was unable to extend and was bent. The blood pressure dropped and the physician felt it tore the vein and needed to have pericardiocentesis. The patient was stable after the procedure.